Event description:
A robot endowrist, the prograsp forcep xi broke during surgery - wire. It was discovered that the instrument was broken and it was replaced. The broken instrument was taken out of service.